Manufacturer narrative:
(B)(4). Batch # n53n3m. The analysis results found that the tr35w reload was received with no apparent damage and fully loaded with staples. The returned reload was tested for functionality with a test device; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pulmonary wedge resection procedure, the surgeon found that the whole line of the staples malformed with irregular shapes after firing with a white cartridge. Suture was used to complete the surgery. There were no adverse consequences for the patient reported.